Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn4014 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that facility experienced a pin hole size leak on one of the lumens. The line was placed (B)(6) 2019 and removed (B)(6) 2019 after a PICC rn assessed the site and noted leaking. The patient reported some mild discomfort at insertion site. Patient does have mssa bacteremia. New line double lumen was placed in opposite arm on (B)(6) 2019.